Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v452170, implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 12-apr-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported by patient that they had surgery on (B)(6) 2019 to have old one swapped out and put new leads in. Patient said it malfunctioned and it zapped them about 2 and half weeks ago. Patient said they couldn't even lift legs for three days after being zapped. They met with interstim people at their healthcare professional (hcp) office which they think was a couple weeks ago. They said they turned their stim off at the doctor's office until they had surgery to replace it. No further complications were reported or anticipated. (Please see (B)(4) for event pertaining to sore and groggy; out of range/notification).